Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. Endologix was unable to perform an evaluation of the device as it remains implanted in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type iiib endoleak of the main body complaint is confirmed. This is consistent with the reported adverse event/incident. During the investigation, endologix found reasonable evidence to suggest the device was used off-label. The procedure is outside the indications of use (off-label) due to the use of adjunctive devices (gore extender) not compatible with afx system per the IFU. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. The final patient status was reported to be stable post-secondary endovascular procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. H3 other text: device remains implanted.

Event description:
The patient was initially treated for an endovascular repair (evar) of a fusiform aortic aneurysm on (B)(6) 2018 with the implant of an afx2 bifurcated stent graft (bsg) and vela suprarenal. After implanting the afx2 bsg through the right femoral artery approach, the afx vela suprarenal was implanted immediately below the proximal renal artery. Although there was no endoleak present, the physician decided that the seal at the aneurysm neck was not sufficient so a gore (non-endologix) excluder cuff was added during the index procedure. On (B)(6) 2025, the physician reported that an aneurysm enlargement due to a type iiib endoleak from the afx2 bsg was observed. During re-intervention completed on (B)(6) 2025, gore (non-endologix) iliac extenders were delivered to the inside of the left and right legs of the afx2 bsg, and n-butyl cyanoacrylate (nbca) was injected. The procedure was completed after it was ensured that there was no endoleak. The patient¿s final condition was stable.